Event description:
Additional information received from health professional as follows: (B)(6) year old patient, presented with symptoms of "spontaneous development of a seroma around right breast implant. Swelling was not associated with trauma, patient was placed on antibiotics prior to the biopsy. U/s guided aspiration of seroma fluid showed anaplastic large cell lymphoma (alk negative alcl) and she required complete a capsulectomy and explantation." Operative findings: 150 cc seroma around right implant, thickened capsules with some hemorrhagic staining. At the time of surgery, the implant was found to be intact. Capsules normal histology. Pet scan and CT scan normal. Patient is now disease - free."

Manufacturer narrative:
(B)(4) device labeling addresses/anaplastic large cell lymphoma (alcl): anaplastic large cell lymphoma: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturer's breast implant you should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. For more complete and up-to-date information on FDA's analysis and review of the alcl in patients with breast implants please visit: http://www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplants/ucm239995.htm.